Event description:
It was reported that the carelink website was not accessible; the client was unable to log-in and view a carealert transmission. Technical services (ts) explained that this was a known issue and escalated the issue. Ts faxed the transmission to the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.